Event description:
It is reported that the package arrived empty and opened.

Manufacturer narrative:
Evaluation summary: package arrived open and empty. Previously addressed issue. Evaluation codes: results/conclusions: root cause was determined to be insufficient sampling of the auto bagging seal system. Corrective action included changing work instruction procedure to increase the testing frequency of the seal, and re-training affected operators to the revised procedures.